Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, a distal circumferential fracture of the fiber glass cap occurred. A distal circumferential fracture could potentially lead to the fiber forward firing. The procedure was completed with a second fiber without patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, a distal circumferential fracture of the fiber glass cap occurred. A distal circumferential fracture could potentially lead to the fiber forward firing. The procedure was completed with a second fiber without patient complications.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the alleged distal circumferential fracture was not identified during analysis. Analysis instead identified that the glass cap tip was detached/separated. Although the reported distal circumferential fracture was not identified during analysis, the event is confirmed based on the glass cap detachment/separation. It is probable that the identified debris adhesion on the metal cap contributed to elevated temperatures near the laser beam output window, leading to the glass cap detachment/separation. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuous elevated temperatures can lead to fiber damage, including glass cap detachment/separation. According to the instructions for use (IFU), increasing irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified that the glass cap was detached. The detached glass cap was not returned with the fiber. Severe debris adhesion was present on the metal cap, indicative of prolonged tissue contact. The level of devitrification could not be determined due to the tip of the glass cap being detached. The fiber was functionally tested with helium neon (hene) laser fixture. The testing conducted did not identify any other additional signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states onnect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap detachment. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.